Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be reproduced. However, the technician decided to replace the motor control board which potentially may have caused the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during a procedure and a motor control failure error message was displayed. The perfusionist tried to restart the pump and his third attempt was successful. Since the issue occurred while exiting extracorporeal circulation, the perfusionist decided to complete the procedure with this device. There was no report of patient injury.